Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to complete a supply change when the ¿yes¿ option could not be selected during the fill tubing step. The user chose to let the battery run out rather than replace the device. Follow-up on 08/19/2025 confirmed that the issue had resolved and the ilet was functioning normally. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.